Manufacturer narrative:
A DHR review could not be conducted as the lot number is unknown. This report will be updated should the device or additional information become available at a later date.

Event description:
It was reported to rti surgical on 1/22/2021 that the locking mechanism of the implant had separated post-operatively. Surgeon has not revised and does not plan to.